Event description:
Device returned to MFR for analysis with report of "cerebro spinal fluid". Follow up with hcp revealed onset of the infection occurred 2 weeks post implant with a diagnosis of meningitis. Symptoms present included fever, redness, swelling, pain, meningeal signs and symptoms and emesis. Cultures were obtained of the device pocket and cerebro spinal fluid - positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection resolved but the pt experienced the baclofen withdrawal symptom of "spasms" post explant.